Event description:
This is a spontaneous report by a nurse from belgium of a disconnected transfer set and bacterial peritonitis coincident with extraneal viaflex therapy. Extraneal viaflex therapy was ongoing. On (B)(6) may the patient was hospitalized. On (B)(6) 2012, it was determined that the patient was disconnected from the transfer set and experienced bacterial peritonitis without cloudy effluent and pain. On (B)(6) 2012, the patient received remedial treatment with ciproxine (500mg, twice daily for 2 days), vancomycin (2 g, once) and amukin (170mg, once) (route of treatment not reported). On (B)(6) 2012, the patient received glazidim (1g, once a day for 2 days). On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012 the patient reportedly recovered.

Manufacturer narrative:
(B)(4). This is a spontaneous report by a nurse from (B)(6) of a breach in aseptic technique and bacterial peritonitis coincident with extraneal viaflex therapy. Extraneal viaflex therapy was ongoing. On (B)(6) the patient was hospitalized. On (B)(6) 2012, it was determined that the patient became disconnected from the transfer set but then reconnected himself in a non sterile environment and experienced bacterial peritonitis without cloudy effluent and pain. On (B)(6) 2012, the patient received remedial treatment with ciproxine (500mg, twice daily for 2 days), vancomycin (2 g, once) and amukin (170mg, once) (route of treatment not reported). On (B)(6) 2012, the patient received glazidim (1g, once a day for 2 days). On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012 the patient reportedly recovered. The companion sample was received for evaluation. Visual and functional testing was performed but the reported use error-breach in aseptic technique could not be confirmed in the evaluation, although connection difficulty was found with the sample. However, this complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique, described as the patient reconnecting himself in a non sterile environment; however, the assignable root cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.